Event description:
Customer reported that the 840 ventilator was making a coughing noise while in use on a pt. No pt harm was reported. Covidien technical customer support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ventilator at same settings overnight to ensure coughing noise is not present and to run the extended self-test. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).